Event description:
Caller reported discrepant aviva system results. All results mg/dl. 6:46am she got a 188. 6:47am she got a 74. 6:48am she got a 66. 7:49am she got a 154. 7:50am she got a 331. 7:51am she got a 118. 7:52am she got a 218. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.